Manufacturer narrative:
Citation: marchese a, et al. Transcatheter aortic valve-in-valve post-dilatation as an overlooked risk factor of delayed coronary obstruction: a case report. Eur heart j case rep. 2020 oct 13;4(5):1-6. Doi: 10.1093/ehjcr/ytaa368. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old female patient who had a 23 mm medtronic evolut r transcatheter valve (unique device identifier number not provided) implanted valve-in-valve inside a stenotic 21 mm mitroflow bio prosthesis. Prior to evolut r implantation, pre-emptive coronary chimney stenting was considered necessary because of low coronary heights as shown on angiography. Immediately after evolut r implantation, a faint pinching of the left main ostium was observed with no signs of coronary flow impairment. The post-implant gradient of 21 mmhg was deemed unsatisfactory; therefore, a post-dilation was performed using an 18 mm balloon, reducing the gradient to 9 mmhg. Following the post-dilation, the left main pinching worsened and dislodgment of the radiolucent leaflets of the degenerated bioprosthesis appeared in front of the ostium, although no hemodynamic or electrocardiographic signs of coronary under-perfusion were evident. However, based on the angiographic imaging, the physician/author decided to deploy the stents in the left main and right coronary ostia to prevent coronary obstruction. Afterward, both coronaries were patent with no more life-threatening angiographic images of impending coronary obstruction. The in-hospital clinical course was uneventful. At a three-month follow-up, the patient was asymptomatic and in good condition. No additional adverse patient effects or product performance issues were reported.